Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b3: date is unknown. H6 - component code, type of investigation, investigation findings and investigation conclusions. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation. B3: date of event unknown.

Event description:
As reported, the patient underwent revision surgery twice due to damage from his hip replacement. No further information is available at this time. Please refer to report # 1038671-2024-04454 for related event.